Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that tensile forces during the replacement surgery contributed to this observation. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 5 months after implantation, lead dislodgment was reported. The lead was explanted and replaced.